Event description:
There was a report of a second degree burn post treatment with the harmony xl pro system that we have been unable to confirm due to lack of photo evidence, therefore we are filing this report in good faith.